Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unrelated procedure, the implantable cardiac defibrillator could not be interrogated. The use of stereotaxis was noted. A firmware download successfully restored the device.